Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a red call doctor icon. Technical services (ts) assisted the patient and troubleshooting was performed, however, the event was unable to be resolved. The reason for the red call doctor icon is unknown. The device remains in service. No adverse patient effects were reported.